Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that during repair of the device, the technician also discovered that the speaker foil was damaged. Additional information was requested and received, and it was indicated that the speaker was not able to produce sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.

Manufacturer narrative:
An authorized philips bench repair technician confirmed that the speaker was not producing sound. The speaker foil was replaced to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the damaged speaker foil. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: (B)(6).